Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the display was showing minimal information, and it was questioned if some items were showing in spanish. Attempted to use a different battery with same results. It was indicated the device is over 5 years old, no longer serviced. The status of the external pulse generator is unknown. There was no patient involvement.